Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported cadd legacy plus pump was under delivery. When the nurse disconnected the patient, the reservoir volume displayed that it was empty, but there was still 40 ml remaining in the bag. When the nurse disconnected the patient, the reservoir showed 0 ml remaining, although 40 ml was still left in the bag. The pump displayed that 138 ml had been delivered, with 138 ml given and 0 ml remaining. Medication or therapy being infused was 5fu (5 fluorouracil). This event occurred during removal or disconnecting from patient at patient's home. There was patient involvement with no harm.